Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During extraction surgery of asnis micro, the tip of the driver broke. The surgeon used the other driver and finished the surgery.

Manufacturer narrative:
The reported incident that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high applied forces during the screw extraction. The device inspection revealed the following: that the tip of the returned cannulated screwdriver (delicate design) is indeed completely broken / snapped off during extraction. Close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. High applied forces led to a strain of the material which finally resulted in the breakage during the screw extraction. Note that we have to consider, that the used force during screw extraction (grown in / stuck) could clearly played a vital role in this case. Therefore we can state that the root cause of the failure was caused due to (repeated) powerful dynamically overload during use (especially during extraction). A review of the device history for the reported lot did not indicate any abnormalities. Nevertheless, note that due to complaints regarding the same failure mode we have initiated a corrective action which is being addressed by the scope of CAPA-(B)(4). A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During extraction surgery of asnis micro, the tip of the driver broke. The surgeon used the other driver and finished the surgery.